Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pop-up style femoral cutting block broke during surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted device confirmed the reported event. The root cause is attributed to device wear from normal use and servicing. A complaint database search against product code 966144 did not identify any trend of pop-up plate failures. Based on the root cause determination of device wear from normal use and servicing and the low frequency of reported events, the need for corrective action is not indicated. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.